Event description:
It was reported that a peritoneal dialysis cassette leaked. This occurred during drain one of four of dialysis. The home patient stated that they disconnected from the setup which resulted in the leak from the tubing end. The patient did not reconnect. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improper disconnection during therapy is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted.